Manufacturer narrative:
Citation: thiene et al. Mode of failure of the hancock pericardial valve xenograft. Am j cardiol. (B)(6) 1989; 63(1):129-33. Doi: 10. 1016/0002-9149(89)91099-0. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding experiences with hancock pericardial bioprosthetic surgical valves. All data were collected from a single center and collected prior to june 1988 when the manuscript was submitted to the publisher. The study population included 18 patients (predominantly female, mean age( B)(6)) who were implanted with 22 hancock valves in the aortic (15) or mitral (7) position for a mean of 40 months. No unique device identifier numbers were provided. Morphologic evaluation was performed on the explanted valves which consisted of gross, x-ray, histologic and ultrastructural examinations. Noted issues included: cuspal tears; valve incompetence; leaflet prolapse; fibrous tissue overgrowth; calcification; stenosis by cusp stiffening; endocarditis due to enterococcus b-hemolyticus and streptococcus fecalis; paravalvular leak at 16 months post-implant. No additional adverse patient effects or product performance issues were reported.